Event description:
It was reported that a small volume folfusor leaked through the winged luer. The reporter stated that this folfusor did not initially leak but leaked after a winged luer cap from a different, leaking folfusor was used. This occurred after the device was filled with saline and before patient use. There was no patient involvement. No additional information is available. This is report 6 of 6.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 6, 2014 to august 7, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.